Manufacturer narrative:
For the investigation the logfiles were analysed. The root cause for the described issue was a faulty potentiometer which resulted in the alarm message "poti unplugged". In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. Investigation of the front plate showed that an oxide layer on the contact area at a potentiometer developed which increased electrical resistance, finally resulting in the reported malfunction. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the patient has co2-retention and was ventilated with niv-mode. After transportation of the patient oxylog is alarming as follows : "epakunnossa / laitevika, technical failure. The device ask to shut down device. They took the patient immediately from the oxylog to another device. The condition of the patient was shortly weakened but recovered soon as normal level.